Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the device revision or replacement. E1 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Doi: (B)(6) 2017. Patient received a left attune total knee to treat pain secondary to degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Dor: (B)(6) 2020. Patient received a left knee revision to treat pain secondary to tibial tray loosening. The tibial tray was grossly loose and debonded at the cement to implant interface and easily removed. The femoral component and patella were well fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised depuy products utilizing competitor cement x 2. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2019 left knee.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and suspected loosening. Cement manufacturer is unknown. The implant was not found to be loose. Review of prior x-rays reveal that the patient may have had a stress fracture of medial plateau evident prior to original tka. A revision to a construct with a longer tibia stem was done. Doi: (B)(6) 2017. Dor: (B)(6) 2019, left knee.